Event description:
This device was rec'd as a blind unit. It was reported by the rep that during an unknown procedure half of the trocar broke off and fell into the pt's body. It is unknown how the case was completed or if there were consequences to the pt.